Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge change error occurred. Customer changed cartridge to resolve issue. There was no adverse impact to the customer¿s blood glucose level.